Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with two 300cc mentor smooth round moderate profile saline breast implants has experienced bilateral implant deflation, and unexplained systemic symptom postoperatively, including migraines. The patient report she started getting migraines years ago post implantation, but it was also discovered that she had a brain aneurysm. Patient associates her memory issues to the brain surgeries but continues to experience migraines and her testing does not provide any further answers regarding the cause. She reports she is not sure if anything is related to implants, but she and her doctor are considering the implants as a possible source. Also, she mentions that some of the saline has leaked out (deflation - post implantation) and that's why they (health care professional) think why she has the rippling effect on the bottom of her breasts. The health care professional is considering the implants as associated with patient experiencing migraines, generalized illness appropriate to capture the patient reported event. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.